Manufacturer narrative:
Concomitant medical products: product ID 8840, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (15 mg/ml at 3.983 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that a programming error was made related to a bridge bolus. Yesterday the pump was refilled with 20 mg/ml morphine, but the change was not reflected in the programming; it still showed 15 mg/ml. They had also programmed a 20% dose increase, so the pump was delivering morphine (20 mg/ml at 4.774 mg/day). The patient was coming back tomorrow so that they could update the pump with the correct drug information. The patient was fine and had no symptoms. No further patient complications have been reported as a result of this event.